Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. The customer's blood glucose level was not impacted. Reportedly, the customer continued to use the cartridge.